Manufacturer narrative:
Investigation: no product at hand. Batch history review: because the batch is unknown, a batch history review is not possible. Conclusion and root cause: because there is no product available for analysis, a definitive root cause analysis is not possible. According to the case description we assume an usage error or a damaged / bent instrument as most possible root cause. Rationale: see point conclusion and root cause. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with activl insertion device. During a lumbar total disc replacement, the inserter broke. It occurred after the implant was inserted; while removing the instrument, the 2 pieces that attach at the top "popped out". There was no patient harm or intervention required. Additional information was not provided. The adverse event/malfunction is filed under (B)(4).